Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complaint description, the fragment remained in situ. The patient went to the operating room for "removal of intracranial multiple hematoma and adjustment of ventriculoperitoneal shunt". During the operation, the doctor used skull fixed titanium mesh and screw system (fm921t) to restore bone flap to the patient (3 sets of 2-hole titanium connecting pieces and 6 screws to restore bone flap). Among them, two screws were broken during fixation, and the front end of the screw remained on the patient's skull. The fragment remained in situ. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual inspection: it was found that there were more or less unknown residues on the thread and the head. Mechanical condition was evaluated. It was found that the tip of the screw is broken- off, the broken off piece was not enclosed. The cross- slot shows only minor wear. The materials laboratory measured the hardness and examined the structure of the material. These examinations showed no abnormalities. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is no longer considered / deemed as a reportable event for the following reason: - no death or serious injury. - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Conclusion/preventive measures: based upon the above-mentioned investigation results, a clear root cause cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. To note: care must be taken when processing implants. Based upon the investigation results, a CAPA is not necessary.